Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01873. The pt received his scs system, including an ipg and two percutaneous leads (from the same lot), on (B)(6) 2010. It was reported that the pt fell a few weeks ago and subsequently lost effective stimulation coverage. An x-ray revealed a lead fracture. The physician explanted and replaced the leads on (B)(6) 2011. The physician also explanted the ipg during the procedure as he was concerned there was fluid intrusion into the ipg header after the pt's fall. The ipg was replaced with a different model. The pt reported effective stimulation coverage postoperative. The facility would not release the explanted products; therefore, they were not returned to the manufacturer for analysis.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.